Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2012. Revision of left knee components due to loosening of the tibial component, pain, and functional limitation. Patient fell from his own height 15 days previously. This event report was received through clinical data collection activities.